Manufacturer narrative:
Sections with additional information as of 28-sep-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved. Able to establish contact with customer -customer stated they were no longer experiencing symptoms and no medical attention was required. Customer is satisfied with replacement products.

Event description:
Consumer reported complaint for hi blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result is 171mg/dl. At the time of the call the customer reported having frequent urination; medical attention was not needed at the time. During the call, a blood test was performed by the customer fasting and produced test result of 469mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/15/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).